Manufacturer narrative:
Additional information: as received, a complete lead was returned for evaluation in one piece. The reported events of no capture, oversensing, and no sensing were not confirmed. Electrical tests and x-ray examination did not reveal any indication of conductor fractures. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2017-35548 during a follow-up, there were episodes of oversensing on the right ventricular (rv) channel that resulted in a loss of capture and presyncope. Temporary programming was performed and a lead revision procedure was scheduled. During the lead revision procedure, it was difficult to program the device and the device went into rf telemetry lockout. There was also a loss of capture and external pacing was performed. The rv lead and the device were explanted and replaced and the patient was stable.